Manufacturer narrative:
Evaluation: one turnpike 135 cm was returned for evaluation. The catheter showed signs of biological contamination. The distal tip was severely damaged and about 2 mm were missing. The separated piece was not returned with the catheter. The guidewire was still inside the turnpike. The tip had "sanding" marks around it which is consistent with rotating in calcification. The tip is twisted which is consistent with over-rotating against resistance. The event description states that the device was torqued over 100 times. IFU warns, "do not rotate the catheter more than two (2) consecutive 360° rotations in either direction if the distal tip becomes lodged and is not also rotating, as it may result in separation of the catheter, damage to the catheter, or vessel injury.

Event description:
Difficult cto in the distal posterior lateral vessel. Very tortuous vessel with a stent on a turn. Turnpike was advanced on a wire, turnpike was torqued over 100 times and they believe that the turnpike tip got wedged/stuck on a stent strut which caused the tip to separate from the catheter. The tip was removed from the body on the wire. No patient impact reported.